Event description:
It was reported that the first anchor broke on insertion. It was retrieved and replaced. A second anchor from the same lot was opened and inserted. After it was inserted eighty five percent of the way in, it broke as well. The broken implant was left in the patient. The surgeon was satisfied with the fixation. He punched prior but did not tap. All loose fragments were retrieved. This was a rotator cuff repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation of the returned devices revealed that a portion of about ¼ of the overall length at distal end broke off from one of the two screws. On the second screw, about ¼ of the overall length of the screw at proximal end broke off in multiple fragments. Complainant's event typically caused by improper bone prep, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.